Manufacturer narrative:
Returned for evaluation was 19cm solero applicator. As received, the ceramic tip was not returned with the applicator for evaluation. Functional testing of the applicator was unable to be performed due to the condition of the returned product. A photograph of the high reflected power code was provided by the end user. Evaluation of the applicator tip end indicates evidence of a thermal event that can cause a detached tip. The root cause of this type of thermal event cannot be definitively determined. The device was dis-assembled for a visual internal evaluation of the device. The mcx cap was removed and there was fluid inside. The fluid will interfere with proper function. It may cause hrp, low output power readings or dissipate power. The fluid ingress could not be definitively determined but a contributing factor may be poor mcx boot shrink. A process improvement was made to the boot shrink work instructions in late january 2021 to inspect the boot for glue extrusion on both ends of the boot after shrinking. This will indicate there was enough heat to both melt the glue and shrink the boot tight against the mcx. The device in the complaint was produced in september 2020, before change was implemented. All team members performing this work step are trained to current document revision and are producing product that meet positioning requirements. The customer's reported complaint description of tip detached was confirmed; ceramic tip of the device was not present on the returned probe device. Functional testing of the returned probe could not be performed given this damaged return condition, however, the high reflected power (hrp) warning message was confirmed via picture provided by customer. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Rreference pr26809

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Rreference (B)(4).

Event description:
An angiodynamics territory manager reported an issue with a 19cm solero applicator. During preparation, a normal ex vivo needle test was performed. The probe was then inserted into the patient's liver and the positioning was smooth. After positioning, a "high reflected power" error message occurred immediately after turning the ablation power on. A full restart of the system was performed; however, the same error code appeared. At this time, the needle was withdrawn and approximately 1.5cm of the needle tip was broken. The withdrawal was smooth without any resistance. At control CT, it was noted that the needle tip was still in the middle of the patient's liver tumor. Another same device was used to complete the ablation and there was no report of patient harm or adverse effects as a result of this incident. The doctor is concerned that this event poses future harm to the patient. It was indicated the reported device is available for return to the manufacturer for a device evaluation.